Manufacturer narrative:
Though no med/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for med/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability 21 cfr part 803. The investigation could not replicate the reported complaint: the cap remained attached to the head of the handpiece with no sign of walk-off when tightened with the specified wrench. The issue of the cap coming off was only replicated when the cap was deliberately unscrewed by a half revolution with pressure set at 30psig.

Event description:
In this event it was reported that a cap unscrewed from the tradition handpiece and the turbine and cap fell into a pt's mouth; both were retrieved. The reported complaint did not result in an injury or need for intervention.